Event description:
The initial reporter received a questionable elecsys ca 125 ii assay result for one patient tested on a cobas 6000 e601 module. The initial result was from an aliquot serum sample and was reported outside of the laboratory. The aliquot serum sample was then included in the validation study of their other analyzer and they obtained a different result. A new plasma sample was drawn from the patient and was run on both instruments. The initial result was 43.98 u/ml. The repeat result on their other e601 was >3000 u/ml. The result from the new sample for both analyzers was >3000 u/ml. The reagent lot number is 48834001. The expiration date is 30-nov-2021.

Manufacturer narrative:
The investigation included a review of the customer's qc and calibration report and no issues were found. A general reagent problem can be excluded. The alarm trace did not indicate an issue. The field service engineer (fse) performed a system check, precision and verification tests with acceptable results. The analyzer was performing within specifications. After service, no further issues were reported by the customer. The investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined.